Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an occlusion alarm was confirmed in the event history by baxter service personel. The root cause was not identified. No further action was taken to fix the reported problem. A service history review revealed this device has not been previously sent into service for the reported condition. A device history review revealed no abnormalities were discovered during manufacturing.the user interface module software version for this device is vista minor(5.04.00).

Event description:
The facility reported a colleague infusion pump malfunction with an occlusion alarm in the event history. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module software version for this device is unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter will continue to monitor similar reports to determine if further actions are required.